Event description:
It was reported that the insulin pump had low suspend alarm. The customer stated was all day in the heat and was sweating as a result when he took the shower the tape fell off. Customer had 2 pieces of tape and reapplied a sensor. Customer stated that the sensor was not calibrating the way it should be and went to threshold suspend. Customer's blood glucose was 119 mg/dl. Customer declined to be transferred to help line. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)